Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was unable to confirm or reproduce a failed downstream occlusion test. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. The device also passed additional downstream occlusion testing. No malfunction could be identified.

Event description:
The device was received with a note that stated the device did not pass the preventive maintenance downstream occlusion test. It was also reported that there was no patient involvement.